Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the hospital by the paramedics. Customer panicked after having a blood glucose level over 500 mg/dl. Customer overcorrected with 20 units when she should have only taken 7 units according to the correction chart. Customer treated using a manual injection and not the pump. Customer stated that the drive support cap was normal. Customer verified that the insulin exited the tubing. Customer stated that the settings were correct. Call was disconnected. No further details given.